Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode, which permanently limits device function. Subsequently, this pacemaker was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.